Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated leads were explanted due to the patient's pocket infection. No additional adverse patient effects were reported. The explanted products were discarded and will not be returned. It was later reported the patient was re-implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system the following week.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was subsequently returned and analyzed. Visual examination of the device header and case noted no anomalies. The device was able to be interrogated and a memory download was performed successfully. The infection observation was not able to be confirmed with laboratory analysis. Infection is a known inherent risk with the use of this product.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated leads were explanted due to the patient's pocket infection. No additional adverse patient effects were reported. The explanted products were discarded and will not be returned. It was later reported the patient was re-implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system the following week.